Event description:
It was reported that the customer's insulin pump fell and cracked. The customer's blood glucose level was 79 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with cracked case on display window corner, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).